Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas saying that the ¿pump stopped delivering insulin,¿ but there were no other details provided. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings: during investigation, the pump successfully completed the rewind, load cartridge, and prime steps with no warnings occurring. The pump was exercised for 12 hours with no errors or alarms occurring. The pump performed within required specifications. The original complaint was not duplicated during investigation. Unrelated to the complaint, the display was found to be reddish and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.